Event description:
It was reported that the right ventricular (rv) lead impedance has been gradually rising and is high and elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.